Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic surgery, the autolog iq instrument filled with 3459 ml of suctioned operative fluid but was unable to return any blood to the patient because no wash cycles were initiated. An I-stat blood analyzer test was performed on fluid from the waste bag and showed hct 0.40%, hb 136 g/l, k+ 5.1 mmol/l, glucose 3.7 mmol/l, and an internal carotid artery value reported as 0.57 mmol/l, which was interpreted as suggesting the presence of red blood cells despite no wash cycle. The patient was given blood from the blood bank. The device was replaced. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the device filled with fluid during surgery but failed to initiate a wash cycle, causing blood to be sent directly to the waste bag instead of being processed was not verified during service. The reported issue could not be confirmed. Service technician ran high-level functional test and found all sensors and device functions were working normally. Preventive maintenance was performed per specifications. H.6: annex b and annex c codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the estimated blood loss was around 2.5l medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the clinical specialist ran the instrument with blood and confirmed that the wash cycle would not work. He found the following: ¿system microprocessor error 0017 is caused by improper shutdown of the unit.¿ the specialist stated that this error occurs when the power button is not pressed for 2 seconds and the electrical plug is pulled out of the wall, typically at the end of the case. Rarely, this can cause corruption of the software, and he believes this is what happened to this machine. Menu items normally available, such as concentrate, wash, and return to reservoir, no longer appear on the affected unit¿s screen. The device no longer recognizes a full bowl and will not trigger a wash cycle. The manifold does not function correctly, which explains why some wash volume was taken from the wash bag. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.